Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had display issues and touchscreen was broken. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a manufacturer's field service engineer (fse) to site for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse took a touchscreen out of customer stock and replaced it to resolve the reported issue. The device passed required performance verification tests per philips standards and is ready for use without restrictions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(4). Reporter phone #: (B)(6).